Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "two k-wires broke at base of flutes while drilling. Fracture fixed but drill tips were left in patient." Procedure was completed successfully with no surgical delay or adverse consequences reported.

Event description:
As reported: "two k-wires broke at base of flutes while drilling. Fracture fixed but drill tips were left in patient." Procedure was completed successfully with no surgical delay or adverse consequences reported.

Manufacturer narrative:
The reported event could be confirmed, since reported devices were returned broken. Visual inspection reveals scuff marks on surface of both drill bits consistent with contact to a hard surface during drilling. Both drills also show distortion on the remainder of the helix on the drill bit and rough surface at the breakage point consistent with an instant breakage from excess load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, root cause is attributed to breakage due to excess load and is user related. If any further information is provided, the complaint report will be updated.